Manufacturer narrative:
The t:slim x2 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to reload a cartridge with 40 units of insulin remaining. Reportedly, the customer's blood glucose (bg) level was 262 mg/dl. The customer confirmed that a new cartridge would be loaded onto the pump upon returning home, and a correction bolus would be delivered to address the bg level. The customer declined further follow-up from tandem technical support.